Event description:
A distributor reported a cartridge alarm issue with a pump categorized under alarm_20 in denmark. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The issue recurred despite attempts to load a new cartridge, so technical support decided to replace the pump. The customer will continue using the current pump until the replacement, and arrangements were made to return the problematic pump.